Event description:
It was reported that an unspecified drain alarm occurred on a homechoice (hc) pro device. This occurred before patient use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported condition of "device is blacked on drain alarm" could not be verified through the event history log review. The other alarms/failure codes which are listed in the event history log are system error (se) 2367 and 2240; therapy errors: check patient line, low drain volume, check final line and check your position. However, no alarms were noted on the reported occurrence date. Visual inspection and functional tests were performed as it is required by homechoice system servicing and releasing process. The sample evaluation was able to verify the reported condition and replaced the membrane gaskets in order to resolve the condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). After further investigation, it was determined the reported problem was identified as a draining difficulty. The membrane gasket was found to need replacing and was scrapped. The device was set for servicing. Should additional relevant information become available, a follow-up report will be submitted.